Event description:
It was reported that the physician experienced difficulty during deployment of a vena cava filter which resulted in misplacement of the filter into the iliac vein. Reportedly, during a deployment, the delivery hub separated from the introducer hub. As both hubs were reconnected, the filter deployed in the iliac vein. The filter was successfully retrieved with a snare without losing access and a new filter was deployed in the target location in the ivc. No reported patient injury.

Manufacturer narrative:
The lot number has been provided and the device history records are being reviewed. The investigation is currently underway.